Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, a nurse discovered that the steel needle and needle hub had separated during the removal of an indwelling needle from a patient. The nurse immediately reported the incident to the equipment department. No adverse harm was caused to the patient.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample is received, relevant testing could not be performed, so the root cause of this defect cannot be confirmed. This complaint is an isolated case, and the plant will continue to track and trend for this issue.

Event description:
No additional information.